Event description:
It was reported that there were concerns of a premature battery depletion of this implantable cardioverter defibrillator (ICD). Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to b5: describe event or problem as well as d2a: common device name, correcting the device name.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains a correction to b5: describe event or problem as well as d2a: common device name, correcting the device name.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to section h9 correction/removal reporting number. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains a correction to b5: describe event or problem as well as d2a: common device name, correcting the device name.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.